Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. On (B)(6) 2010: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2010) is considered to be a best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4, d6b, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. (B)(6) 2010: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010- patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿recurrent preperitoneal fat herniation was identified in the inguinal region which was removed. A perfix plug was placed and sutured at the floor of the inguinal canal.¿ (B)(6) 2010 - patient was diagnosed with recurrent right inguinal hernia, thereby underwent open repair with explant of perfix plug and implant of bard mesh pre-shaped using keyhole (device 2). Per op notes, ¿through incision over old scar a contracted perfix plug (device 1) was identified which is disconnected from pubic tubercle and shelving edge of inguinal ligament. The perfix plug (device 1) was completely removed, and the hernia sac was tied off. A bard mesh pre-shaped using keyhole (device 2) was placed and sutured¿.